Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b5. Describe event or problem.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt device pocket was getting hot. This device remains in service. No adverse patient effects were reported. This event is deemed nonreportable as additional information was received indicating that the patient was seen in the clinic and the device was checked which showed normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced hotness from the device. Additional information received which indicated that this device was checked in the clinic, and everything checked out alright. As of this time, this device remains in service. No adverse patient effects were reported.